Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The patient was asymptomatic. Programming changes were performed resolving the oversensing issue. The patient will continue to be monitored.